Event description:
The customer is requesting a replacement heartstart mrx capacitor and labor for parts installation. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating a request for a capacitor with the labor for installing parts. Based on the information provided, the customer did not accept the provided service quote. Consequently, the diagnosis was not conducted. It remains unclear why the capacitor was requested despite multiple attempts to gather this information and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer did not accept the service quote and no work was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.